Manufacturer narrative:
Philips has investigated this complaint. According to the information acquired, an in-house engineer obtained a log file, which was later analyzed remotely by a philips service engineer. The analysis revealed that the ad5 table had a configuration mismatch which caused the display of a "motorized movement not available" message, as it could not find the longitudinal axis. It also identified that the flat detector pixel map required recalibration. The in-house engineer was advised to calibrate the system, and to replace the ad5 table's power interface if the issue recurs. However, there were no further reports of malfunction. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was struggling to boot up and needed multiple cold shut offs to bring it to working condition. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. The system was not in clinical use at the time of the event.